Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that flex video scope the exhibited a foreign object lodged in the scope. There were no reports of patient involvement.